Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the spike port. The leaks were observed at the spike port once they were filled with solution and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between june 30, 2018 to july 01, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon functional testing a leak was observed at the spike port cap. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
For the two (2) samples that were not returned. For the two (2) samples that were not returned. Two (2) devices were not received for evaluation; therefore, a device analysis could not be completed for those samples. Should additional relevant information become available, a supplemental report will be submitted.